Manufacturer narrative:
Date rec¿d by MFR : 20may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was not working and could not be calibrated. The fse replaced and calibrated the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the touchscreen was unresponsive and failed calibration. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 02jul2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Further evaluation of the touchscreen assembly determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.